Event description:
During surgery to implant a cervical plate, the alignment post broke off the drill guide while the surgeon was implanting screws. The broken piece was removed with no difficulty and the surgery continued.

Manufacturer narrative:
Additional information will be provided when the device evaluation is completed.